Event description:
Customer reported being recently hospitalized for gastroparesis, and was not wearing the insulin pump during hospitalization. Customer reported that the insulin pump had been dropped repeatedly and the screen was scratched and difficult to read. Blood glucose level was 360 mg/dl at the time of the call.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. The selected basal profile was recorded in the insulin pump history screen. No basal anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).